Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope. The right ventricular lead exhibited loss of capture, low sensing and loss of sensing. The lead was capped and replaced on (B)(6) 2016. No further information was available.